Event description:
(B)(4). I have migraines swelling in my legs ankles an feet an hands pelvic stabbing pain horrifying cramping an lots of abdominal pain during my period an pain in abdominal when I'm not on my period no energy insomnia an a lot of pressure .